Event description:
The dentist reported that the implant placed in tooth site # 22 did not integrate when the patient presented with infection.

Manufacturer narrative:
Upon visual inspection by the complaint investigator of the returned product, it was found that there was evidence of dried blood and remnant bone on the implants. No other damage was noted. No anomalies or defects were observed. The complaint could not be verified. Review of the device history record identified no manufacturing deviations which would cause or contribute to this complaint. Implant sterilization is verified prior to product release. No non-conformances, CAPA's or rework activities were found for this lot that would cause or contribute to the condition reported. (B)(4).